Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse found the device damaged and leaked during the infusion and replaced it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 5 fr dual lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. When each lumen of the catheter was flushed with a 12 ml syringe of water, a spraying leak was observed between the 1 cm and 2 cm depth markers. A microscopic observation revealed at least four diagonal splits in the catheter tubing at the location of the observed leak. Two additional superficial splits were observed aligned perpendicular to and crossing the four complete splits. The corners of the complete splits were observed to be curved and superficial, suggesting the damage may have originated from an external source. The edges of the splits were observed to be rough but mostly straight. Striations were observed on the fracture surfaces, suggesting contact with a ground-sharpened and/or metallic instrument.

Event description:
It was reported that nurse found the device damaged and leaked during the infusion and replaced it.